Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Additional narrative: the actual device was returned for evaluation. The motor device was evaluated and the reported condition that the device was displaying an error code was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that the device had vibration. The assignable root cause of this condition was determined to be traced to component failure due to wear. UDI ¿ (B)(4).

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the motor device had cord damage (flaws in the hose), the connector was loose, the housing pin was loose, the set screw was loose, the etching was illegible, the device was making an excessive/abnormal noise, had vibration, and leakage. It was further determined that the device failed pretest for visual assessment, loctite assessment, no short circuit between phases and connector body, and noise assessment. It was noted in the service order that the device displayed an error during surgery. There were no reports of injuries, medical intervention, or prolonged hospitalization. The exact date of the event was not reported, however, it was reported that the event occurred in 2022. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.